Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient with this right ventricular lead experienced syncope. The patient was hospitalized. Device diagnostics revealed that loss of capture was occurring when the patient would raise their arm over their shoulder. Over sensing and lack of pacing was also noted. A chest x-ray was performed. The x-ray did not reveal any signs of a fracture. Threshold and impedance were steady and within normal range. The patient was hospitalized and seen the following day for a revision procedure. The lead was capped and replaced. There were no additional adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.